Manufacturer narrative:
Product complaint # ==> (B)(4) this product was reported in error since 1818910-2021-05786 was found to be a duplicate report of 1818910-2020-18159. All subsequent follow-up reports will be submitted under 1818910-2020-18159. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the primary surgery was performed via tha with the implant in question. The patient is suffering from psychosis and the body weight is over (B)(6) kg, and although the reason is unknown, the patient fell and visited the hospital a long time after the injury. In the revision, the cup and screws were remained, and the liner and head was replaced with the new ones. The revision surgery was completed successfully.